Event description:
Customer reported that he had high blood glucose. Paramedics were called and customer was taken to the hospital. Customer stated that the blood glucose reading was high when paramedics arrived. Customer reported that he had low oxygen and may have caused the high blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.